Event description:
User facility reported a hole was found in the cuff during pt use. An emergency tracheostomy tube exchange was performed. No adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.